Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of air in tubing during a check patient line while the patient was connected. The patient was involved but there was no patient injury or medical intervention reported. Baxter spoke with the home patient (hp) and the hp reported that they could not see anything visibly wrong with the supplies and did not know what had caused the alarm. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause was undetermined. The lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.